Manufacturer narrative:
Model number/catalog number: 720185-01; serial number: (B)(4); batch/lot number: 829486016; model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an unknown leak as the device would not inflate. A new inflatable penile prosthesis consisting of 21 cm x 12 cm cylinders, pump, and reservoir were implanted.